Event description:
The suture anchor did not deploy upon insertion and did not anchor into patient's shoulder as they were supposed to do. All devices removed intact and without difficulty. No harm to the patient.what was the original intended procedure?open right rotator cuff repair and acromioplasty.device #1is this a laboratory device or laboratory test?no.